Manufacturer narrative:
(B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was not reproduced. Multiple occurrences of upstream occlusion alarms were identified within the history log. Evaluation determined that the identified symptom was caused by a wide inscribed pin dimension, which has been shown to be cause of both false upstream occlusion and false air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.